Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. There was no impact to the customer¿s blood glucose. No additional information was provided by the customer.